Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two photographs provided were reviewed. The photographs provided show the affected device together with the introducer sheath used in the intervention. The safety tab has been removed from the handle. A fractured stent is located at the distal end of the introducer sheath. The technical investigation showed that the outer shaft has been retracted by about 156 mm. The outer shaft has buckled about 119 mm and 124 mm proximal to its distal end and is kinked at several locations. Both the proximal stent stopper and the proximal portion of the inner shaft show compression marks. The device dimensions comply with the specification. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. In the as-returned state, the trigger at the handle was functional (i.e. Upon triggering the outer shaft retracted normally). The 6f optimed introducer sheath used in the intervention was returned separately with stent struts protruding from its distal end. During the investigation, a stent fragment with a length of about 55 mm was removed from the introducer sheath. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported release issues could not be determined. The stent most likely fractured as a consequence during device withdrawal.

Event description:
A pulsar-18 stent system was selected for treatment of a severely calcified lesion (stenosis degree: 70 percent) in the severely tortuous mid sfa. The stent was delivered to the lesion and an attempt was made to release, but after the stent was released about 60 mm, the handle could not be operated to continue the release. It was decided to withdraw the stent, but the stent fractured during withdrawal. Another stent was used to release in the vessel to cover the lesion.